Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported) and an oral steroid (specific date and duration not reported).